Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 30 devices were received. 3 devices investigation type have not yet been determined. Evaluation status: confirmed 16 reported events were confirmed during testing. 15 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication. Not confirmed: 7 reported events were not confirmed during testing; however: 5 devices were found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication. 1 device was found to be affected by a shattered bearing. In progress: 7 device evaluations are in progress. Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 33 previously reported events are included in this follow-up record. Product return status 31 devices were received. 2 devices were not available for evaluation.   Event confirmation status 22 reported events were confirmed; the cause traced to component failure. 9 reported events were not confirmed. Evaluation results 28 devices were found to be affected by internal corrosion. 2 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a shattered bearing.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 30 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.